Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU. The following dates are estimated. Only the month/year is known: expiration date.

Event description:
It was reported during an atrial fibrillation ablation procedure, while performing transseptal puncture with a brk transseptal needle, the wall of the myocardium was perforated. A pericardiocentesis was performed to resolve the pericardial effusion. The pt is stable and has been discharged.